Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Device evaluation: the preloaded insertion system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the iol was stuck and broken at the tube and tip sections. It was observed that part of lens protrudes from one side of the cartridge. The customer's reported complaint as cartridge cracked was verified. Manufacturing records review: the manufacturing process record was evaluated. During the manufacturing process the tube and tip cartridge are 100 % inspected for cracks. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the cartridge was cracked. There was no patient contact. No further information was provided.